Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were identified that required full analysis.

Event description:
It was reported that the patient was admitted to the hospital with bacteremia and positive blood cultures for vancomycin resistant enterococcus. It was further reported that the cause of the bacteremia was unable to be determined, therefore the physician recommended the explant of pacemaker and leads. The device and leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5092 lead, implanted: (B)(6) 1999. (B)(4).